Event description:
I had a johnson & johnson gynecare transvaginal mesh implanted in (B)(6) 2009. Within less than a year, my urinary symptoms were worse than before and I began having other new strange problems that no doctor could figure out. Painful urination, inability to completely empty my bladder, abdominal pain and two fistula surgeries within 14 months of the mesh placement, with no previous history of fistulas ever. Now I have to run to the bathroom, have to concentrate to urinate and/or I have complete urinary loss with absolutely no ability to hold it in, even if I wanted to. I have also had large vaginal growth pop up, that no doctor can figure out why. I've had numerous growths cultured with no bacteria growth whatsoever. I also get shooting pains with in the vagina, which one doctor attributed to possibly being from the mesh being tied too tight to the obturator muscles. I also now have blood in my urine for some reason; and I do not have a uterus since 2009 surgery. Ugh! If you had known all of this might be possible or that my symptoms could be worse than not having the surgery, I would have seriously reconsidered having the surgery to begin with. I've also read that this is not recommended for pt's having hysterectomy and should not be done transvaginally-both of which I've had. Why didn't my doctor tell me all this? Reason for use: pelvic organ prolapse.